Event description:
The customer reported to olympus, the video system center displayed error e105. There was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: e105 error was due to a faulty power unit. The light emitting diode light source unit failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is likely the failure of the light-emitting diode source unit led to the malfunction. Olympus will continue to monitor field performance for this device.